Manufacturer narrative:
The explanted device was not expected to be returned. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that during a device follow-up, it was observed that the wound at the implant site for this subcutaneous implantable cardioverter defibrillator (s-ICD) was not healing properly, due to possible device migration. A pocket revision was planned. It was later reported that an infection was suspected, so the device was explanted and replaced. No additional adverse pt effects were reported.